Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device the product was returned to the warehouse and field-programmable gate array (fpga) was upgraded on (B)(6) 2011. The device has no abnormalities, special adoption, or variations in manufacturing. Possible scenario for the bent pin of the video connector can be as follows: when inserting the scope connector into device's scope connector socket, a possible missing part of the scope connector ends caught in the terminals inside the scope connector socket of the device. The terminal inside the scope internal socket of the device was pushed back and the terminal buckled because the scope connector was further inserted with the inserted scope connector caught.

Manufacturer narrative:
Due diligence was executed for this event. Supplemental report(s) will be filed as any information becomes available. The device has been returned, and a device evaluation completed for it. Device manufacture date is not known. The user¿s complaint was confirmed. Upon inspection, no image was observed for the device. This was attributed to the bent pin inside video connector.

Event description:
As reported for this event, during set up for an unknown procedure the device yielded no image with the camera. There was no patient involvement. The device was installed and connected properly. The cord was not coiled, bunched or kinked. The device settings were set to capture pictures. The connection was not able to be secured with the camera. Abnormalities were observed with the insertion point of camera resulting in no image. The intended procedure was completed without any delay using another device. No other device was involved with this issue. The presence or absence of foreign objects such as hard water residue, finger grease, dust and lint are on the electrical contacts is not known. Use of instructions for use is not known.